Event description:
Report received of a tubing separation. The nurse was preparing the pt for a procedure in the gi lab. The pt had an IV infusion of saline established. The nurse removed the IV bag from the IV pole to "unloop it from around some cords." The tubing separated at the proximal side of the backcheck valve. The separated tubing fell onto the floor. The nurse immediately picked up the tubing. There was "very little" bleedback into the tubing. The pt did not experience any blood loss. A new tubing set was obtained without delay to the procedure. There were no reported adverse pt effects and no medical interventions were required. Though requested, no add'l info was provided.